Event description:
It was reported that approximately 111 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear discomfort, implant pain, joint effusion, joint laxity, osteolysis, and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2022-00830, 1038671-2025-00922 multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-00830, 1038671-2025-00922. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and limited range of motion or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have led to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.